Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead with the lead tip measuring 53.0cm was returned for analysis. External insulation abrasion was noted at 44.0-44.7cm and 45.6-45.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.